Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a sapien m3 procedure in the mitral position in which, during encircling around the medial commissure, a potential device-related wall perforation was suspected; although, there is no confirmation a perforation occurred at this time. The dock interacted with the septum, followed by a conduction system disturbance resulting in heart block. The patient had a mac score greater than 9, and dock troubleshooting may have contributed to interaction with the septum. During the procedure, the marker band was observed not moving with the distal tip, indicating potential loading. Due to the large volume of mac, the physician slightly unsleeved the dock. In conjunction with encircling maneuvers, this may have resulted in contact with the ventricular septal wall and contributed to the heart block. Intervention was required, including administration of atropine and epinephrine with subsequent temporary pacing. A temporary pacemaker was already in the patient. The clinical specialist was unsure whether a permanent pacemaker was implanted. The patients medical history included savr (23 mm) and laa clip. The procedure was completed successfully, with mitral regurgitation reduced from severe to none/trace. The patient remained stable; however, the ejection fraction (ef) decreased significantly.